Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level of 349 mg/dl. Customer wanted to knew why his blood glucose was not came down even after they gave himself bolus and got enough basal. Customer declined to troubleshooting for high blood glucose. Customer was advised to revert to his doctor to do the necessary changes with his settings. Customer changed it himself and insisted to revert to his doctor. Customer was advised to call back if high blood glucose persisted. The insulin pump was not returned for analysis.